Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical records, it was learned that after completion of redo mitral valve replacement 29mm 11400m valve, the patient had moderate aortic insufficiency. Upon evaluation, it looked like one of the sutures for the mitral valve had distorted the annulus of the aortic valve. The patient was re-cannulated and the aorta was cross-clamped. The aortic valve leaflet seemed to sit normally except that when the right noncoronary cusp was picked up the pledgets were distorting the annulus. The aortic valve leaflets were excised and replaced with a 21mm 11500a inspiris aortic valve. The patient was easily weaned from bypass and was hemodynamically stable. Protamine was administered. The patient was taken to the cticu in good condition. The patient was discharged home with home health services on pod #10. Per pathology report, the three cusps of the mitral prothesis valve showed focal tan-yellow hard area.

Manufacturer narrative:
The heart is a multivalvular system. Repair or replacement of one valve may affect the function of the adjacent valve by changing the heart structure and hemodynamics. The root cause of this event was determined to be most likely cause by procedural factors, including 'it looked like one of the sutures for the mitral valve had distorted the annulus of the aortic valve'. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.